Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description, there was a defect in the injector. Additional information was received and stated, the surgery was completed using another lens. There was no patient contact and no patient harm.